Event description:
It was reported that following a coronary angiogram, the physician attempted to deploy a 6f angio-seal device. The physician believes that the anchor was not properly positioned inside the artery as the collagen had not sealed the vessel. Manual pressure was applied to achieve hemostasis. Following the procedure, the pt exhibited signs and symptoms of leg ischemia. Although the symptoms were not severe, the pt was referred to a vascular surgeon at hosp. The pt was initially heparinized, followed by an angiography which revealed a localized occlusion of a tibial artery. A subsequent ultrasound suggested the presence of a foreign body which the surgeon was unable to remove using a catheter. Currently the pt has excellent leg circulation, with no signs or symptoms of ischemia, and pt has been given an excellent recovery prognosis from the vascular surgeon. However, the pt continues to experience leg pain and tenderness in the calf.